Manufacturer narrative:
The system and other applicable components are: product ID: neu_unknown_lead, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient reported that one time an internal wire broke. The patient reported that when she went to get it fixed, without her knowledge the device was removed and replaced with a non-manufacturer¿s product. The patient reported that this happened about 2007. No further complications were reported.